Manufacturer narrative:
D2a - additional common device name: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - additional product code: gbo, lje. G4 - PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that air leakage was found to be coming from an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter during an unknown procedure. Usage of the device was discontinued and the procedure was successfully completed by using another like-device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 (annex a): investigation ¿ evaluation: it was reported that air leakage was found to be coming from an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter during an unknown procedure. Usage of the device was discontinued, and the procedure was successfully completed by using another like-device. No damage was noted to the package prior to use. The device was stored vertically. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control procedures, instructions for use (IFU), and specifications, as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. One used ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was received in a used condition. The investigation confirmed the white cap / mac-loc adapter connection site passed the gap gauge requirement. During tabletop testing, a leak test confirmed fluid escaping from the cap / mac-loc adaptor connection site. A visual examination discovered the flare folded over the opening within the lumen of the mac-loc adaptor. Dimensional analysis confirmed that the device and components were manufactured out of specifications. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are currently in place to prevent the release of non-conforming product related to the reported failure mode. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. Associated subassembly lots revealed no relevant nonconformances. It should be noted that there was one other complaint on this final lot from the same customer for a similar event. Cook also reviewed product labeling: the current instructions for use [IFU__multi2_rev1] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: how supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. Evidence gathered upon review of the dmr, IFU, and DHR showed no evidence of additional nonconforming product in the field. Containment was performed on the complaint lot. Additionally, a nonconformance investigation and a supplier corrective action request were initiated due to this occurrence. Any request to assess for field action will be addressed in the nonconformance investigation. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that the main cause of failure is manufacturing related. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 31oct2024, it was reported that no damage was noted to the package prior to use. The device was stored vertically. The device was returned for investigation on 12nov2024. The flare of the catheter was folding inside the hub. The suture string was broken from the loop at the distal end of the catheter. The device leaked from the white cap attached to the hub.